Manufacturer narrative:
Initially it was reported that the device would be returned. No product samples were returned for investigation. Additionally, no pictures or videos were provided by the customer documenting the reported issue. Therefore, a comprehensive investigation cannot be conducted and a root cause cannot be evaluated. The manufacturing and design records were reviewed and no non-conformances or anomalies were found that would have contributed to the reported issue. The DHR for lot 90-997-sj was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
User facility voluntary medwatch report mw5085197 was received that stated the following: ¿right heart catheter inserted, when catheter was in pulmonary wedge position, user was unable to pull blood from inner lumen. Catheter was removed and noted to have ruptured balloon tip¿. It was additionally indicated that there was no adverse event, but there was a serious injury that required intervention. No additional information has been provided.